Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred and the pump requested a minimum of 50 units of insulin during the load process. The customer reported an elevated blood glucose (bg) level due to being a "brittle diabetic"; however a specific bg value was not provided. The customer's bg levels were down to 190 (mg/dl) at the time the event was reported. During troubleshooting with tandem technical support, the customer indicated they were loading the cartridge without going through the proper process. The customer was able to load a new cartridge onto the pump going through the proper load process.